Event description:
A malfunction was reported on the customer's pump, and it was noted that no significant events occurred prior to this issue. The impact on the customer's blood glucose level was unknown as the caller declined to answer whether it exceeded 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.